Event description:
It was reported that the pt has been experiencing pain since surgery.

Manufacturer narrative:
The pt is (B)(6). Additional information has been requested and if received, will be provided in a supplemental report.